Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "overheating" could not be confirmed. The device passed all tests and no failures were observed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device overheated during surgery. There was no injury or medical intervention reported. There was no add'l info provided.